Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is having more problems with their back and legs. The patient also stated that their ins battery seems to be directly on their skin and has moved around a lot. No further information was reported.

Manufacturer narrative:
Analysis of the ins confirmed that the battery capacity was affected by battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on august 22, 2019, and from a manufacturer representative (rep) on august 27, 2019. It was reported that the patient had 2 discs bulge and they had an emergency surgery. It was also reported that the ins was bothering the patient, as was described previously. A fall had been reported. A scan was reported to have been completed, which showed that the ins had moved out of the pocket site but that the leads appeared to be in the same location as at the time of the implant surgery. The rep was transferred to the patient relations department to discuss the patient's questions regarding reimbursement for removal of the device. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Information received indicates the leads had not moved from the implant location and therefore suggests that the leads did not contribute to the bulging discs. Device code for lead updated (B)(4). Updated from serious injury to malfunction based on new information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep) on september 18, 2019, and information was confirmed with the healthcare provider (hcp). It was reported that the patient has not had surgery to either explant nor replace the ins nor to fix the patient's bulging discs. The cause was not reported but it was noted that this is an ongoing situation. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(6), lot# serial# (B)(4) implanted: (B)(6) 2017. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins is "causing more problems than a little bit". The patient added that she got arthritis and new disc bulges have appeared, stating that both resulted from having her ins. The patient stated that her battery and lead have moved from their original positions, and that caused two disc bulges in her lower back. The patient stated now her healthcare provider (hcp) is looking at having an "emergency neurosurgery" to remove the ins. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient noticed a dec line in the therapy effectiveness beginning in (B)(6) 2018, and the implant wasn¿t giving them the full power that it used to. Then all of a sudden the implant quit working and they weren¿t able to charge. Their implant hasn¿t been working for the past 5 months and now the implant won¿t charge anymore. The patient programmer won¿t communicate with the implant. They are doing physical therapy right now but that wasn¿t working for their pain and it kept getting worse and worse. They are at the point where the implant has given them so many problems that they told their healthcare professional (hcp) about but they just told the patient to call the manufacturer. Their hcp does not manage their device (the patient does not currently have a managing hcp for their ins). The hcp said that the patient¿s leads may not be attached to the implant anymore or the implant battery may be malfunctioning and maybe that¿s why the patient is unable to charge the implant up. The patient had an x-ray ordered but it hasn¿t been done yet. The patient keeps their recharger charged up, but when they try to charge their implant, it won¿t charge. This is the first time this has happened to them. During the report the recharger was showing the reposition antenna screen when they tried to charge the implant. The patient was sent an hcp listings and the phone number to have a rep invited to meet with the patient at their hcp office. The patient was going to call their current hcp to see if they would be willing to invite the rep in. No further complications were reported/are anticipated.